Event description:
Patient called lfs and alleged that their meter was reading inaccurately erratic. The patient obtained two results on meter of 14.1 and 17.1 mmol/l within 10 minutes. This comparison does fall outside the expected value of 20%. They then tested with a new vial of test strips and the result was 14.6 mmol/l. The patient did not allege any harm or injury. The patient stated that the test strips did not show any reaction when blood was applied. The meter was cleaned correctly and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient did not have a check strip to test the meter. Based on the information provided, there is evidence of a strip malfunction. However, there is no evidence of a serious injury. A new meter and supplies are being sent to the patient. No further information has been reported.